Event description:
Per independent repair center statement, the unit will not start. The key failure is the pe valve for the sieve beds is leaking. Additional malfunctions are the pilot valve for the manifold is leaking, the power switch for the control panel has a short circuit, the filter for the sound box is the wrong size/model, and the top end rebuild for the compressor is noisy.